Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in poor condition. Per visual inspection, the front cover had multiple nicks in the paint, microswitch was bent, line cord discolored and worn, pole clamp damaged, quick connect corroded, water tank had contamination, outdated printed circuit board (pcb) and power switch. Per functional testing, the device automatically started alarming on over temperature. The complaint was confirmed. The root cause was the pcb over temp potentiometer setting was out of range. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the fluid warmer constantly "saying over temp". No injury or adverse effects reported.